Manufacturer narrative:
The reported event of helix rotation issue was confirmed. The cause of helix rotation issue was isolated to the helix being clogged with blood. The lead was otherwise normal. The reported event of failure to remove lead from the device was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11336 it was reported that patient presented for a routine pacemaker system implant procedure. During procedure, it was noted that the lead could not be fixed adequately using a setscrew onto the header of the pacemaker. The physician then attempted to remove the lead but the setscrew could not be untightened because the lead had locked in place. The lead was cut from device header and removed with some difficulty retracting the helix. The pacemaker was also explanted and a new pacemaker system was implanted successfully. The patient was in stable condition.